Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm® volux, juvéderm¿ voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. Patient had major dental work, developed infection and then had to be treated with antibiotics. No additional information provided. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00935 (allergan complaint # (B)(4)). This MDR submitted is being submitted for the juvéderm® volift¿ with lidocaine injection.